Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) demonstrated an unexplained loss of output. It was reported that this model/serial device box labeling voltage was listed as 3.25v. Over a period of approximately two weeks, the device was monitored and the monitoring voltage was reported to gradually decrease to 3.14v.